Manufacturer narrative:
During the onsite investigation, the service tech repaired the cable of the illumination ring. Root cause was determined to be a faulty ir illumination cable. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
Customer reports a broken cable that resulted in a failure of the ir illumination. No pt harm reported and no further info was provided.